Event description:
It was reported that the patient passed away. The cause of death is withdrawal, multiple organ failure (mof) and cardiogenic shock. The pump will not be explanted or returned. Additional information stated that patient had ventricular tachycardia (vt) off and on with implantable cardioverter-defibrillator (ICD) shocks/cardioversions. The patient had history of arrhythmia and the ICD was implanted prior to lvad. The event was not considered to be device related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of the heartmate 3 left ventricular assist system, including various types of organ failures and dysfunctions (hepatic dysfunction, respiratory failure, renal failure, and right heart failure), and death. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.